Event description:
The customer contact reported the tubing set generated a distal occlusion alarm. The tubing set was being used to deliver an unspecified medication, ast an unspecified rate, via a plum pump. At an unspecified time after the delivery was started, it was reported that the pump alarmed for distal occlusion. It was reported that the tubing set was flushed; however, no distal occlusion was noted in the tubing set. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.